Event description:
A new apex pin, was inserted with drilling until the 2nd cortex. After that, the surgeon brought the apex pin further into the 2nd cortex by hand, where the point of the apex pin broke/snapped off. Point is still in the patients bone.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that self drilling half pin apex had a breakage during surgery could be confirmed. The root cause of this breakage has been identified as a r&d/design issue. R&d maintenance took over this failure mode within the framework of a potential recurring situation identification board and reported the following: "the potential to improve the insertion behavior shall be investigated" (please refer to the "(B)(4) self-drilling half pin apex ø 3mm rev2"). Tolerance field of the tip is to be reduced. (B)(4) has been opened and will address this failure mode. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
A new apex pin, was inserted with drilling until the 2nd cortex. After that, the surgeon brought the apex pin further into the 2nd cortex by hand, where the point of the apex pin broke/snapped off. Point is still in the patients bone.